Manufacturer narrative:
We are currently waiting for the return of the sample for evaluation. When our investigation is complete a final report will be submitted.

Event description:
It was reported that during cvvh "a noise was heard and the red-access port popped off at the hub and a small amount of blood was spurting out of the port."